Event description:
The customer states that the shower chair broke while she was using it in the shower. She stated that the gray plastic components on both the left and right sides of the chair legs broke during use, causing her to fall backward. As a result of the fall, she reports injuries to her lower back, neck, and wrist.

Manufacturer narrative:
According to the customer, the shower chair broke while she was using it in the shower. She stated that the gray plastic components on both the left and right sides of the chair legs broke during use, causing her to fall backward. As a result of the fall, she reports injuries to her lower back, neck, and left wrist. The customer stated that "she will be going to therapy soon as she can get appointments set up. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.